Manufacturer narrative:
The healos bone graft substitute product is not available for evaluation. Review of the device history record cannot be performed as the lot code is unknown. It was reported that the patient previously had a reaction to collagen injected into lips in a cosmetic procedure and that the patient appears to have an allergy to bovine collagen. However, no definitive conclusions can be made. At this time, the complaint is considered to be closed. Material not available for evaluation.

Event description:
Contact reports the patients face became swollen after placement of healos dental bone graft substitute. As a result of the apparent reaction, the bone graft substitute was removed from the patients mouth.